Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the tip of the harmonic ace instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly the base. A piece approximate 0.456" x 0.085" was found to be broken off. Broken piece was not returned. Additional observation(s) not reported by site: the instrument was found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was no material missing as a result. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.